Event description:
The facility rep reported a constant fail code 812:02. Information was not provided regarding whether or not the failure occurred during a pt infusion. The hosp rep stated that there were no reports of pt injury or medical intervention. No add'l info is available.